Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. There were four samples (used) returned with this complaint. The samples were gauged for luer dimension compliance and leak tested. 1 of the 4 samples was found to have a shallow luer, which means the ID of the hub was smaller than the gauge specification. All samples passed the leak test. The reported condition is not confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. The most likely root cause is the needle not being mounted far enough on the syringe which may be exacerbated when a hub is slightly undersized. If excessive pressure is placed on the syringe plunger under these conditions, the connection may leak. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are physically tested for leaks. The lot met all defined acceptance requirements and was released. Based on the investigation findings and the information available, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
Submit date: 9/23/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a needle, the customer reported that the needle is leaking at the needle level against the syringe. The syringes being used with the needles is not leaking anywhere or with any other needles.